Event description:
It was reported that during the process of screwing this device, it loses strength. It was decided to back off the screw of the tunnel, and then, we noticed that it was broken in half, a distal part of the screw was inside the patient and all parts wereremoved from patient. No patient injuries were reported and a smith and nephew backup was available.

Manufacturer narrative:
Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate.

Manufacturer narrative:
One 7207557 sterile biorci ha 7x25mm screw returned. Dimensional inspection confirmed that this was a 7x25mm screw. This product has an 8mm head which requires consideration when preparing the bone tunnel. The diameter needs to accommodate the 8mm head. The screw was broken just over one thread below the head which indicate excessive torque factored at that location. As reported, the missing piece; approximately 13 mm was not returned. The star hex is burnished as well as the remaining thread. The product's IFU clearly specifies: "if using a 7 x 25 mm screw with an 8 mm head, it is essential to use a stepped router during drilling in order to provide an adequate space for both the head of the screw and the graft". This counter bore is necessary to create space which will accommodate the 8mm screw head and the graft. If there is not sufficient space for the head and graft, force then becomes a factor for potential failure. The physical condition of the return indicates difficulty with proper insertion. The IFU also says: "excessive force should not be placed on the delivery instrument" and "the starter must be utilized with the biorci screws to minimize screw breakage during insertion." No root cause related to the manufacturing of this device was confirmed.